Event description:
It was reported that the 9800 system was intermittently arcing. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ground strap and collimator cover were tightened. The high voltage cable and x-ray tube were replaced during the service call. The system was tested and found to be working as intended and put back into service.